Manufacturer narrative:
Toggled on/off and increased/decreased volume with the audio feature functioning properly. Pump error 63 alarm confirmed in the device history and during self test due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The customer performed self test and test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.